Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Concomitant medical products: model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 20873237/21096903, model/catalog description: avista MRI perc lead kit 56 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had swelling and pooling of blood at the lead and ipg site. The physician suspected that the patients body rejected the spinal cord stimulator (scs) system. The patient underwent an explant procedure.